Event description:
It was reported that rising and varying thresholds occurred on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator. A morphology change was noted when output was increased and capture was achieved. A technical services (ts) consultant noted oversensed noise on the rv and discussed that the lead may have dislodged. Oversensing was noted on the right atrial channel. Ts discussed troubleshooting options. The rv lead was explanted and replaced; the rest of the system remains in service. No additional adverse patient effects were reported.